Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with activated thumb slider, and partially deployed stent but without stent strut fracture. During evaluation testing the stent can be furtherly/ fully deployed using the thumb slider but only with excessive force applied. The investigation leads to confirmed result for partial deployment. In this case only limited information was provided; the product was used for fistula treatment which is off label. It was not known when the stent was partially deployed; it was only known that the product failed at the beginning, and was not used in the surgical field. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a post inside grip, and partial deployment. A definite root cause for the reported event could not be determined. The use of the product for fistula treatment represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding accessories the IFU state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire (...).' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' The lifestent xl vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent a stent placement procedure using a lifestent xl vascular stent. During the procedure, the stent reportedly failed to deploy when the pulley mechanism did not engage and became stuck. The procedure was subsequently completed using an alternative device. There was no reported patient injury.